Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that as the intraocular lens (iol) was being inserted into the patient's operative eye, the trailing haptic got stuck in the injector. Reportedly, the surgeon tried to release the haptic, but it broke off and it appeared to be still in the injector. The lens had to be removed from the eye and another lens was implanted. There was no anterior vitrectomy or suture required. There was a 10-minute delay in the procedure while the lens was removed. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/12/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed scarce amount of viscoelastic in the cartridge. Dfu (direction for use) states to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device). The haptic was observed detached, stuck in the cartridge and overridden by the plunger. No assembly error and/or defect were observed in the preloaded device related to the manufacturing process. The condition of the returned sample was consistent with a product that was handled and prepared for a surgical process. The complaint issue as stuck in cartridge, override and detached haptic was confirmed. Due to the condition of the returned pcb00 tecnis 1- piece model, the complaint could not be related to manufacturing process, but it could be related to handling process. Therefore, a product quality deficiency was not identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.